Event description:
Knee / patella transplant operation. My dad was the unfortunate victim of medical establishment bureaucratic corruption and his own naive attitude about what was happening to him at those times. My dad, (B)(6), was okay most of his life. A world war ii vet, with a knee injury sustained during the war, but he decided to get a knee replacement in "2011 or 2012", prompted by his family dr. Very sad occurrence. The aftermath of a major operation is very painful, and he was put on oxycontin. The "fact" is, he liked it so much, he became too passive and disoriented. It is too painful to describe what he went through or, if I may say, allowed him to be put through, you know? The scoop, implicit trust in family oriented physician. Family members begin one on one to get medical treatment and, term "bureaucratic medical corruption", involving bribery kickbacks, and huge financial deals between the medical establishment, and "big pharmd" maybe too are somewhat aware of it, but it is on an especially large scale in (B)(6) metro area and the midatlantic states. Note: the person described on these documents is deceased, I am sad to say. It took place, the knee replacement in (B)(6).